Event description:
It was reported that when lifting a patient up out of the bed, the bolt that holds the scale to the arm broke. When it broke it bent up the boom arm and dropped a patient to the floor. At this time we are not aware of any injuries.